Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up appointment and the CT showed that the stent graft has migrated distally 3 cm resulting in a proximal type I. However, the patient had been lost to follow up for years prior to this. The date of event was not able to be obtained. The physician stated that the cause of the event was lack of follow up. It was reported that the patient was successfully treated with a 3214102 and a 1616124. An occluder stent graft was implanted to occlude the right common iliac artery. No additional clinical sequelae were reported and the patient is fine. A review of several still angiogram images show that the stent graft is approximately 4cm below the renal arteries with a proximal type I endoleak. The neck diameter at the renal arteries is approximately 30mm. An endurant aui is seen positioned just below the renal arteries; re-directing the blood flow down the left side. No endoleak was seen post-aui implant. It is possible that disease progression (neck dilatation), as well as lack of patient follow-up, may have contributed to the migration.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results and conclusions: (stent graft migration, endoleak). (Disease progression (neck dilatation), lack of patient follow-up).